Event description:
A patient with significant medical history was implanted with an implantable generator system and expired in the recovery room soon after the implant. The patient suffered a recent myocardial infarction and suffered from congestive heart failure. During the implant the right ventricular lead had to be repositioned due to high thresholds. The official cause of death is listed as pericardial effusion, tamponade.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.